Event description:
A physician reported with a description of implant does not unfold. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. The product was returned for analysis and the reported complaint could not be confirmed. Iol returned positioned incorrectly in the lens case. Solution is dried on the iol. One haptic appears to be bent/deformed, the other is intact. No other observations. Fold test was performed on the returned sample, no abnormalities observed, the iol met specifications when unfolding. The reporter states the use of cartridge, which is not qualified to be used with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).